Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The unit was delivered to the customer on november 12, 2017. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: the video connector receiver is loosely locked and the image flickers occurred because the unlock lever (latch) of the video connector receiver became loose. Regarding the cause of loosening, the equipment has only been manufactured and delivered for three years, and it is unlikely that it will be worn due to aging deterioration. Therefore, it is presumed that the cause is that the customer pushed the lever strongly or removed the endoscope before the lever was completely released. The cv-190 instruction manual (important information: please read before use) has the following description. This may prevent the indicated phenomenon. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The unit¿s video connector latch was found loose causing a flickering image. There was dust noted in/outside the unit. The unit passed all other functional test and was equipped with up to date software. The cause of the loose latch cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have loose video connector latch causing a flickering image. There was no patient involvement/injury reported.